Manufacturer narrative:
The device was not returned for evaluation as it remains implanted and functioning as intended. Based on the information received, the cause of the reported issue was determined not to be product related.

Event description:
It was reported that the patient had clear fluid discharge from the lead incision site. Intervention is pending to address the issue.

Manufacturer narrative:
Date of event is estimated.